Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument and performed a device evaluation. Failure analysis reported that the instrument was found to have a segment of the conductor wire dislodged from the conductor cap and the wire was exposed on the outside of the yaw pulley. The instrument passed the electrical continuity test. The conductor cap was properly seated within the distal clevis as the hook/spatula moves in yaw. Additionally, the instrument was found to have damage of the conductor wire's insulation. A review of the instrument log for the permanent cautery hook instrument (420183-11/1018011599) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2018. No additional complaints related to this product and/or this event were reported. No image or video was provided by the site for review. This complaint is being reported because damage to the weld or conductor wire within the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
The instrument was returned to intuitive surgical, inc. (Isi) with no reported issue. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. There was no report of patient harm, injury, or adverse outcome.